Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish rf telemetry upon receipt. Analysis of the device image indicated loss of rf telemetry due to coarse tuning failure. The device was found to have appropriate remaining longevity upon analysis of total projected longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the pre-procedure device preparation, the pulse generator was unable to be interrogated via rf telemetry. The programmer displayed a message where transmission was only available with inductive telemetry. The pulse generator was not implanted. No patient symptoms were reported.

Manufacturer narrative:
Further information requested but was not received.